Manufacturer narrative:
H.6. Investigation: no sample was received for investigation. 18 photos were provided and 17 of them show products that are not manufactured at this site. One photo shows a needle assembly with the plastic shield. The plastic shield has embedded degraded resin. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components and not detected during the inspection and next processes. Based on the investigation and the analysis of the photos provided, the symptom reported by the customer can¿t be confirmed; however, one photo shows a needle assembly with embedded degraded resin. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the bd precisionglide¿ needle experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: 34255 7864 ndl 30gx1 precisionglide 305128 9296237 damaged 1 we were notified about some complaints from a customer stating the following components are not meeting the specs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: 34255, 7864, ndl 30 g x 1 precisionglide, 305128, 9296237, damaged, 1. We were notified about some complaints from a customer stating the following components are not meeting the specs.